Manufacturer narrative:
The tech found the brake steer linkage is broken. The tech replaced the brake steer linkage to resolve the issue.

Event description:
The tech alleged the head end brake caster will not hold while in brake mode. No pt impact.